Event description:
Ams penile prosthetic placed at another facility, date unknown. Eight months ago pt noted bulging on left side and prosthetic was difficult to deflate. Pt admit to day surgery for removal and replacement of malfunctioning penile prosthetic.